Event description:
The patient called approx 2 weeks post implant to report a "tapping in device at different times over the past two to three days. Reported that tapping was felt over the implant area". The system was later returned to the manufacturer with no information, and it was noted in the manufacturer's database that the patient had died 27 days after the implant. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. Evaluation summary: (B)(4) the proximal segment returned for analysis. No anomalies found; proximal conductor distorted, apparent explant damage noted.